Event description:
Boston scientific crm received info that following the implant of this right ventricular lead, the pt experienced chest pain. The lead had moved and the tip was facing downward. The physician heard a pericardial rub. As a result, the lead was repositioned due to perforation. This lead remains implanted. No additional info is available at this time. If additional info becomes available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.